Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 02 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor cement. On (B)(6) 2017, the patient underwent a left knee revision due to loosening and instability. The surgeon indicated the tibial component was loose at the tibial tray/cement interface. He did not offer concerns related to the femur though it was revised. The surgeon did not comment on the patella, and it was not revised. The patient was implanted with attune knee system and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2017 (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 7916275. Device history batch : null. Device history review : (B)(4) were manufactured per specification and all raw materials met specification. 8 parts were scrapped for ¿radius lead in¿. There is no correlation with these scrap codes and the failure mode of this pc. There were no non-conformances or deviations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.